Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00808650 case subject: npi 8100 display missing segment account name: (B)(6) childrens hospital (B)(6) account #: (B)(4) asset name: asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has a 8100 with a missing segment from the display board. Sn: (B)(6) failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: recommended to replace the display board. Gave part number and transfer to com for pricing.